Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited no atrial markers. The right ventricular (rv) lead exhibited crosstalk and the right atrial (ra) lead exhibited undersensing. The implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.